Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was prepped as per IFU with no issues. Resistance was noted during withdrawal of the device but excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug-eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 90% stenosis located in the ostium of the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that while attempting to deliver the stent to the distal circumflex artery the stent could not pass the proximal bend due to its severe angle and calcification. While attempting to withdraw the stent into the guide catheter, stent dislodgement occurred at the ostium of thecx artery. The dislodged stent was removed from the patient using a snare. Balloon angioplasty was then performed to the distal target lesion. The patient was reported to be alive with no further injury.